Event description:
It was reported that a pta balloon detached from the catheter shaft during removal from the pt. The introducer sheath was withdrawn and the pta balloon remained lodged inside. The pta balloon was removed from the pt in its entirety. No pt injury

Manufacturer narrative:
The device history records could not be reviewed, as the lot number was unk. The complaint sample has been returned and the investigation is currently underway.